Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was difficult to toggle and the needle would not go through the tissue. When removed in sterile field, device toggled fine but when applied to tissue it required two hands to get the device to toggle to the other side. There was no patient injury.